Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ crease/folding of implant: creases were observed. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Event description:
Healthcare professional reported right side "rupture of right implant", "capsular contracture baker grade ii", " capsule folds and minimal presence of peri-implant fluid." The device remains implanted.